Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the patient's lower lip was burned by the head of a handpiece

Manufacturer narrative:
A dentist was performing a routine procedure on a patient using a dental electrical handpiece when the patient's lower right lip was burned by the head of a handpiece. The patient was given neosporin for burn. Pt has healed completely. During product eval, medium debris level was found in the handpiece. The drive assembly was falling apart, the shaft and the axle was worn. The high friction in the head of the handpiece leads to heat up the head of the handpiece. (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of kavo dental (B)(4).